Manufacturer narrative:
(B)(4). The superior shaft is broken at the center of the jaw pivot pin. The broken off portion of the shaft is missing and was not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument was hard to open during use. Although the instrument was used intraoperatively, no patient complications werereported.